Event description:
New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout.

Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited noise that was over-sensed by the device and led to pacing inhibition. No intervention was performed. The patient was in stable condition.